Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). D2b pro codes continued: dsk, itx, iyo.

Event description:
It was reported that the procedure was cancelled. An avvigo multi-modality guidance system was selected for use. During the procedure, the equipment showed a distorted image with artifacts making analysis of the artery impossible. There were no patient complications reported.